Event description:
The vent did shut down and family member alleged no audible alarm was heard. The family has an intercom system that was down due to the power outage. There was a power outage from approx 3:45am - 7:00am. Family member went to the bathroom at approx 6:30am and heard alarm. They could not verify which piece of equipment was alarming (pt had many other pieces of equipment in the home.) Vent was found connected to external battery. It was unclear as to who and when switch to ext battery was made. Settings on vent were not as ordered by md when visit was made to home to verify alarms. Settings on vent may have been altered by unk person while attempting resuscitation measures.